Event description:
A physician reported a case regarding pt, concomitantly suffering from hypertension, who underwent in 2003 a cataract surgical intervention in which sodium hyaluronate (healon v 0.6ml) and sodium hyaluronate (nidelon) were used. During the intervention, the pt concomitantly received sodium acetazolamide, potassium l-aspartate, levofloxacin, diclofenac sodium and dexamethasone sodium phosphate. Besides, the anterior chamber was instable due to hyaluronate sodium (healon v 0.6 ml) residue that might have remained in the pt's eye during its aspiration. On the same day of the intervention the pt developed an increase of intraocular pressure (iop) to 70mmhg and was treated with d-mannitol+d-sorbitol. The following 2 days the iop decreased to 50mmhg and to 30mmhg, respectively, the following month the pt recovered. At the time of the present report iop was 20mmhg. The reporting physician assessed the event as non-serious/non-mild and the causal relationship between sodium hyaluronate (healon v) and the event was certain. The case was upgraded to serious/intervention required by gpv. Case comment: elevation of iop following cataract surgery is a common occurrence. Causes of acute pressure elevation are retention of viscoelastic substances, obstruction of the trabecular meshwork with inflammatory debris, and pupillary or ciliary block. Prevention of this problem includes careful removal of viscoelastic agent at the time of surgery, control of intraocular bleeding, and the use of intra- and postoperative antiglaucomatous agents. A transient rise in intraocular pressure may be seen postoperatively if the healon is not completely removed from the capsular bag. It has been reported that not all of the healon has been aspirated at the close of the surgery which seems to be a cause of the occurrence of iop increase.